Event description:
It was reported that the patient underwent a gynecological procedure and a mesh and in-fast and surgisis slings were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence and rectocele on (B)(6) 2007. It was reported that the patient had the concurrent procedures of a kovac sling procedure, bilateral sacrospinous ligament fixation, rectocele and enterocele repair with a surgisis graft, and perineorrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 and on (B)(6) 2012 due to pelvic and vaginal pain, pain during intercourse, infections, incontinence, retention, leakage and vaginal bleeding. It was reported that the patient underwent mesh revision/removal in 2011. It was reported that the patient underwent cystoscopy, bladder biopsy, bilateral retrograde pyelograms and examination under anesthesia on (B)(6) 2012 for hematuria, cystocele and frequency. No further information available. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, polyuria, and hematuria.

Event description:
It was reported that following insertion the patient experienced urinary urgency, polyuria, and hematuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.